Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of angina and stenosis are listed in instructions for use xience xpedition everolimus eluting coronary stent systems (IFU) as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014 a 3.5x38mm xience xpedition stent was implanted in the proximal right coronary artery (rca) 100% stenosed lesion and a 3.5x15mm xience xpedition stent was implanted in the rca to posterior lateral coronary artery lesion. On (B)(6) 2014, the patient was discharged from the hospital. On (B)(6) 2016, the patient was hospitalized due to 2 months of worsening chest tightness. On (B)(6) 2016 a coronary angiogram was performed displaying intimal hyperplasia in the 3.5x15mm xience xpedition rca stent. The exercise stress test was negative. Medication was provided as treatment. The patient recovered well and on (B)(6) 2016 was discharged from the hospital. On (B)(6) 2017, the patient was hospitalized again for chest pain. Imaging was performed displaying the mid rca stent as patent. There was intimal hyperplasia and a non-abbott stent was implanted in the proximal left anterior descending (lad) coronary artery, 80% stenosed lesion. Medication was provided. The patient recovered well and on (B)(6) 2017 was discharged from the hospital. Per physician, the events were possibly related to the index procedure and index device. There was no additional information provided.